Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with normal operating currents and passed the self-test. Pump failed the displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the basic occlusion test, occlusion test, excessive no delivery test, prime/a33 test, and a21 error test due to motor error alarms. No unexpected battery out limit alarm anomalies noted.

Event description:
The customer reported via phone call that their insulin pump had motor error alarm. The customer¿s blood glucose level was 250 mg/dl. The customer was assisted with troubleshooting. Customer stated that drive support cap was normal. Customer stated that insulin pump had not been exposed to strong magnetic field. Customer was able to complete pump rewind. Customer stated that he received a batt out limit alarm during normal used and battery cap was loosed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will not be returned for analysis.